Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump stated the insulin cartridge was empty. Customer's blood glucose was 127 mg/dl. Reportedly, customer reloaded original cartridge to resolve the issue and insulin therapy was resumed.